Manufacturer narrative:
Investigation of returned suspect mvs interface (umbilical) cable confirmed the event was caused by an electrical failure. The cable failed bench level testing, continuity test passed. The 100t test passed. The gbit test failed, showed opens between lines 7 and 8. Cable passed visual inspection.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement mvs interface cable shipped to site 07/28/2016. Suspect mvs interface cable returned to manufacturer for analysis and is under analysis. On 07/29/2016 a medtronic representative performed an imaging system check-out, all areas passed. Medtronic representative completed three 2d images, two images were very grainy, third image received low framerate error. Replaced umbilical iaw asm. Completed several 2d images wnl, completed two 3d spins that transferred without framerate error. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that while talking with a (B)(6) employee over the phone, it was determined the site's imaging system's umbilical cable needed to be replaced due to the framerate error the imaging system was seeing. No further details regarding this behavior were provided. There was no patient present when this issue was identified.